Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited intermittent ventricular undersensing via merlin.net. The patient would be brought into the clinic for device reprogramming.